Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose level was 48 mg/dl and other relevant blood glucose levels were 339 mg/dl, 136 mg/dl, 177 mg/dl and 180 mg/dl. The customer reported that the insulin pump received insulin flow blocked alarm during basal. Customer also experienced high blood glucose and was treated with bolus. Customer was declined for troubleshooting of insulin flow blocked alarm and high blood glucose. Customer was advised to stop the use of insulin pump. The insulin pump will not be returned for analysis.